Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. While utilizing a guidezilla in a complex case, it was noted the "stylus shaft is very weak, easily kinked and broken." The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).